Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paired a dexcom g7 sensor to a phone successfully but pairing to the ilet pump failed, leading the user to leave the pump in a car due to persistent alerts; later, after guidance to toggle bluetooth and restart the pump, the g7 paired to the ilet and supplies were placed, after which insulin delivery resumed. Symptoms included elevated glucose alerts on the pump. Outcomes included temporary interruption of automated insulin delivery with subsequent restoration of therapy. Investigation included user-guided troubleshooting, device restart, and reconnection steps. Investigation of this case revealed a communication pairing failure between the cgm and the ilet pump that resolved with restart and re-pairing, consistent with transient connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device communication anomaly corrected by standard troubleshooting.